Manufacturer narrative:
As reported in a research article, it was reported that 298 patients underwent atrial septal defect closure between march 2002 and march 2018; amplatzer atrial septal occluder (abbott), gore helex septal occluder and the nmt starflex occluder were associated with the study. Events of stroke, atrial fibrillation and residual shunt were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "stroke in patients with secundum atrial septal defect and sequelae after transcatheter closure", was reviewed. This research article is a retrospective single center experience to evaluate the frequency of and risk factors for stroke as a presenting feature in adult patients with secundum atrial septal defect (asd). Amplatzer atrial septal occluder (abbott), gore helex septal occluder and the nmt starflex occluder were associated with the study. The article concluded that elevated body mass index (bmi), smoking, and the presence of a prominent eustachian valve as independent and additive risk factors for stroke in patients with asd. Additionally, the development of atrial fibrillation (af) after closure is associated with post-closure stroke. Based on these results, consideration of asd closure for primary stroke prophylaxis may be reasonable in high-risk patients, although further prospective study is needed. The primary and correspondence author of the article is stephen j dolgner, department of medicine, university of washington school of medicine, seattle, washington, USA with the corresponding email: sjdolgne@texaschildrens.org